Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional procode: hrs, ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the patient underwent removal of six (6) locking screws and one (1) clavicle plate due to discomfort from material under the skin. The original surgery took place on (B)(6) 2019. There was a thirty (30) minute surgical delay. No fragments were generated. The patient outcome was positive. There is no further information available. This report is for one (1) 2.7mm ti locking scr slf-tpng with t8 stardrive recess-18mm. This is report 1 of 7 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part: 402.218s, lot: l871201, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 24 apr 2018, expiry date: 01 apr 2028. Non-sterile part: part number: 402.218, lot number: l857488, manufacturing site: mezzovico, release to warehouse date: 12 apr 2018. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: b4, g3 - alert date and awareness date were originally reported as may 3, 2021. The correct alert and awareness dates are may 26, 2021.